Event description:
The MFR's implantable systems performance registry reported a flipped pump, observed via x-ray, and a ruptured catheter. The catheter was explanted and replaced. The pump was repositioned and remained implanted. The drug contained in the pt's pump was hydromorphone (10mg/ml) delivered at 0.064mg/day. The pt recovered without sequela. See MFR report #: 6000030200700546.